Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio on the mx40 telemetry device. No adverse event involving patient or user was reported.

Manufacturer narrative:
The root cause of the event is unknown due to insufficient information. No additional evaluation can be conducted at this time. The customer was unable to return the device to philips for repair. The customer received a replacement device per the exchange process to resolve the issue.